Event description:
The pt was reportedly implanted with a boston scientific obtryx and an unspecified cook surgisis on (B)(6) 2007 and an ams elevate on (B)(6) 2011, at (B)(6), to treat her stress urinary incontinence and/or pelvic organ prolapse. The p and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced painful intercourse, infections, recurring of stress urinary incontinence and emotional distress. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between performance and alleged injury, current pt status.

Manufacturer narrative:
Date of event not provided by the complainant. Surgeon name not provided by the complainant. The product code listed is not necessarily the product code assigned to the device 510 (k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted. Product MFR date unk as lot number not provided by the complainant. Conclusions: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations and investigation into this claim has included a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.